Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was finished in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the live and reference images on the flexvision monitor were unavailable. Upon functional testing, the fse reviewed the logfiles and as a troubleshooting action the fse checked the connections for the flex-pc, monitor sleep timer, which was deactivated, and all the cable connections but unable to find the cause. The fse consulted with 2 national support specialist (nss), and they suggested for replacement of monitor. The defective monitor returned for analysis, and it confirmed that there was some cosmetic damage and a scratch on the left bracket. To resolve the reported issue, the fse replaced the 58'' uhd color lcd monitor, reinstalled the software and configured the monitor. After replacement and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live and reference images on the flexvision monitor were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.